Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03-jul-2019 the following findings: during investigation, it was unable to duplicate complaint about keypad. There was no damage or peeling to keypad. All keys are responsive. Removed the keypad, no evidence of contamination on key contacts. Cover crack between corner of lens and case seal. Leak due to cracked pump case. Moisture and moisture corrosion inside all pump: on display, on all boards, on keypad connector. Additionally, the battery compartment was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This complaint was previously included in the voluntary summary report submission (vmsr) and is now being submitted as an initial report with investigation findings due to the transition of the vmsr program. Report late due to transition from vmsr program.

Event description:
On 08-mar-2019, the reporter contacted animas alleging a button keypad issue. It was alleged that the keypad buttons were under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.